Event description:
It was reported that during a laparoscopic nephrectomy procedure, the staples were not uniformly fired once the firing trigger was activated resulting in unformed staples in the distal and middle section of the targeting area. It was not reported how the procedure was completed. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.